Manufacturer narrative:
H3: analysis mentioned that the device was placed in a small resealable bag and returned wrapped in a yellow biohazard bag. There were no traces of contamination observed on the returned device. However (upon return), it was observed that the lead wire contact was not exposed/flush to the c-clip body opening. When returned, the contact was recessed inside the c-clip body by approximately 0.05 inches from the c-clip opening. The resistance shall be less than 25 ohms end to end, and the actual measurement was 11.9 ohms which was in specification. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure there was no noticeable damage on the product package. A new unit of aps electrode was opened. Once the surgeon attached the aps to the vagus, there was no baseline reading as the machine couldn¿t detect the electrode. Checked the aps and there was no visible electrode in aps clip. Surgeon open new aps and everything worked fine. There was no patient impact.

Manufacturer narrative:
H6: previously added imdrf annex code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.